Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2000 ug/ml at 716,4 ug/day via an implantable pump for unknown indications for use. It was reported that according to the session long report for (B)(6) 2024 and (B)(6) 20248, the following codes were seen: 529 ["pump motor has stopped and resumed operation. This may have been caused by magnetic resonance imaging (MRI) scan], 303 ["pump time and programmer time are out of sync"] and 527 ["the programmer time may be incorrect"].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the patient's pump implant date was unknown. It was reported that the cause of the error codes were due to interrogating the pump with the most recent software version 2.0.1460 for the first time. The update was completed on 2024-jul-01. It was reported that regarding error code 529, the patient had not had a recent MRI, but stated this error code is due to the patient encountering an MRI at some point. The date of the MRI could not be obtained. The pump time and programmer time were synced, programmer time was confirmed to and the issue resolved.